Manufacturer narrative:
Device evaluation summary: evaluation of monitor (B)(4) has been completed. The reported problem (response buttons will not start the system) has been confirmed. The cause of the response buttons not powering on the system was due to a defective rear response button. As received, the monitor was missing both response button covers, however, only the rear response button was inoperable. The cause of the inoperable rear response button was a missing dome. The root cause of the missing dome cannot be positively identified. No adverse event resulted from the defective response button. The pt received a replacement monitor.

Event description:
A (B)(4), male, pt, contact zoll lifecor customer support service to report the monitor would not respond when accessing both response buttons. The pt was provided with a replacement monitor.